Manufacturer narrative:
(B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. Refer to MDR 3010757606-2022-00358 for pneumoperitoneum (air in abdomen referred to in) previously reported. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient was hospitalized due to pain. On an unknown date, tubes were inserted into the intestines to remove air in the abdomen. On an unknown date, the patient was discharged from the hospital to a rehabilitation facility for 10 days. The patient caught covid-19 in the rehab center and went back to the hospital. The patient was treated with unknown antibiotics for a stoma infection while hospitalized. The patient was discharged from the hospital back to the rehab center on an unknown date.